Event description:
Customer reported that on (B)(6) 2015 at 9:00 a.m., she experienced symptoms described as dizziness, anxiety, weakness, and shakiness. Customer attempted to test on her adc blood glucose meter and received ER-4 messages on the meter display upon test strip insertion. Customer self-presented to a local hospital to have her glucose checked and a reading of 49 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and administered unspecified intravenous treatment in addition to glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.